Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Upon further investigation, it was discovered the left ventricular lead was dislodged. The pulse generator was programmed to right ventricular pacing only until the left ventricular lead was repositioned on (B)(6) 2019. The patient was stable post-procedure.